Event description:
The parent of the pt reported, that the child was experiencing overly loud stimulation, sound quality issues and pain. A company representative met with the pt to perform device evaluation. However, the testing could not be performed due to the pt's inability to wear the external equipment, due to discomfort from the overly loud stimulation. The pt's device was explanted, and the pt was reimplanted with another advanced bionics cochlear implant.